Event description:
During a clinical investigation it was reported that a pt in norway implanted with norian drillable, experienced pain in the knee and problems with movement. Pt was noted to have necrosis of cartilage and bone in the condyle. Pt was returned to the operating room for removal of the plate and screws on an unk date. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.